Event description:
It was reported that a few months ago, the patient needed plastic treatment for lysis of skin flaps to try to relocate an inflatable prosthesis that did not work properly. During manipulation in the intraoperative period, the device did not present adequate cycling, corroborating a computed tomography study that documented the breakdown of the 3-volume inflatable device. The penile implant must be replaced and the urethral opening resulting from chronic use of a bladder catheter must be corrected simultaneously.